Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda and complete clip detachment appear to be related to the challenging patient morphology/pathology and user technique/procedural circumstances. The reported mr appears to be related to procedural circumstances as the third clip completely detached from both the leaflets and the second clip detached from one of the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
This report is filed for the clip that detached from both leaflets. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the procedure, visualization of the leaflets was difficult. Two clips were deployed without issue. A third clip (70111u179) was deployed; however, while still attached to the gripper line, it initially detached from one leaflet, but ultimately detached from both leaflets (embolized). The patient was taken to surgery and during surgery, it was noted that the second deployed clip (70111u181) remained attached to one leaflet (single leaflet device attachment/slda). The embolized clip and the slda clip were both removed and the mitral valve and tricuspid valves were successfully treated with surgery. Post-surgery, the patient remained stable. There was no additional information provided.